Event description:
A customer reported that the device illuminated the wrench icon. Physio-control evaluated the device and verified the reported problem and found event codes logged in the memory. Furthermore, physio found that the device could not change or deliver energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). The cause for the malfunction was determined to be a broken loose internal strap for the main high energy storage capacitor. The failure disabled defibrillation energy delivery. A replacement device was provided to the customer.